Event description:
During baxter's functionality testing, a spectrum pump had constant downstream occlusion alarms. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The functionality testing confirms the false downstream occlusion alarms, however further eval was unable to reproduce the condition. The downstream sensor was replaced, as it is a known contributor to the symptom.